Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at optimal depth. After deployment, moderate paravalvular leak (pvl) was detected by angiogram/echocardiogram. A post balloon aortic valvuloplasty (bav) was performed using a 25 mm balloon. During the bav, the temporary pacing wire lost capture, causing the valve to dislodge out of the annulus and into the aorta. A second valve was implanted successfully. No additional adverse patient effects were reported.